Event description:
Pt noted to be desatting and upon approaching pt, noted white corrugated nasal cannula portion of optiflow had torn off completely from blue corrugated tubing. Per rt she had another incident like this earlier in the week with the same issue.